Event description:
The patient required an a-line placement. Per the provider a good pulse was palpated in the left wrist. The area was prepped with chloroprep and lidocaine was applied. The left wrist was re-prepped with chloroprep. Ultrasound guidance was used to locate the radial artery and to guide the needle into the artery. The tip of the needle was guided into the artery and good blood return/continuous flash was noted in the arrow unit. The guidewire was threaded without resistance. The catheter initially threaded without resistance, but about 50-70% through threading resistance was met and the threading was stopped. As the arrow unit was starting to be withdrawn it was noted that the catheter was not intact/distal portion was retained in the patient it was noted that the guidewire was curved at the end. A pulse oximeter was placed on the left hand and was reassuring. Vascular surgery was consulted for the retained piece of catheter. Vascular surgery completed an ultrasound and found the retained catheter to be in the subcutaneous tissues. Vascular surgery met with patient and, upon recommendation from vascular surgery, patient opted to not remove the retained catheter.